Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
72 year old male complaining of chest pain was found to have st-elevation myocardial infarction, hypotensive with high end diastolic volume. Patient diagnosed with cardiogenic shock and decision was made to place impella cp. After transition to the repositioning sheath, patient developed a hematoma and bleeding leading to a decision to remove impella cp. Impella was successfully removed with no evidence of malfunction.

Manufacturer narrative:
Investigation summary. No product returned: asae/ hematoma/major bleed: hematoma and bleeding noted after transition to the repositioning. The root cause of the access site event was unable to be determined as insufficient clinical details were provided.